Event description:
Related manufacturer reference number: 2017865-2022-03411. It was reported that the patient presented remotely via merlin.net. Review of transmission revealed loss of capture, high pacing impedance, and oversensing noise on the right ventricular (rv) lead and the atrial lead. An x-ray was performed and dislodgement was noted on both of those leads. The physician elected to explant and replace the rv and atrial leads. The patient condition was stable.